Event description:
It was reported that a patient underwent a hip arthroplasty. Subsequently, the patient was revised on two (2) years post implantation due to pain and impingement. The cup and liner were revised due to positioning. The surgeon is unsure if the patient suffered from an infection as well.

Manufacturer narrative:
(B)(4). D10: (B)(6) g7 neutral e1 liner 40mm f (B)(6). G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6. Visual examination of the provided pictures identified the explanted shell component covered in bio debris, with the liner assembled within the shell. The head component can also be seen covered in bio debris. No further observations can be made based on the provided image alone. No product was returned; further visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for these items and the reported part and lot combination. A radiograph image was provided, however not further sent for review as the image is undated which would be difficult to correlate to the allegation of "position incorrect", impingement would not be well demonstrated on plain film xray, and because the superimposed template obscures the image mmi would not be able to provide a complete assessment. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.